Manufacturer narrative:
A ge representative evaluated the system and temporarily repaired a damaged lemo connector. Ge representative provided customer with the part info to order and install a new lemo connector. System operates as intended.

Event description:
The customer reported poor image quality - dark images during a procedure. No pt injury was reported.